Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a thermocool smarttouch sf catheter and error 106 (force sensor error) and error 105 (magnetic sensor error) occurred. The 106 alert code occurred after the catheter was plugged into the carto and before the first ablation. The magnetic sensor issue/error was displayed. A second device was used to complete the operation. There was no adverse event reported on the patient. Catheter was not used in the patient. This event is not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation which revealed that the pebax and tip were broken. These findings are MDR reportable.

Manufacturer narrative:
A visual inspection, magnetic functionality and force test of the returned device were performed following j&j medtech procedures. Visual inspection revealed that the pebax and tip were broken. A force and magnetic functionality test were performed and the device was recognized correctly; however error 105 and 106 were displayed on screen. Due to this condition, the handle of the device was dissected, and resistance of the sensor pads on the printed circuit board (pcb) was measured and the results of the force sensor were found out of specifications. A dissection was performed right after at the tip area and an open circuit was identified in the force sensor. In addition, further investigation of the peek housing section revealed that there was insufficient adhesive (polyurethane) on the wires. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force and magnetic sensor errors reported by the customer were confirmed. The broken pebax could be related to the magnetics sensor error observed. The force error could be related to the open circuit. The potential cause of the open circuit could not be determined. The potential cause of the broken tip and pebax could be related to the manipulation of the device during the procedure, however, this could not be conclusively determined. The root cause of the adhesive condition was traced to the manufacturing process. The instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. Internal actions are being performed to address process opportunities related to adhesive issues. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).